Event description:
Device 2 of 3 reference MFR. Report#: 3006705815-2019-02023, 1627487-2019-06343.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2019-02023, 1627487-2019-06343. It was reported that the patient experienced a loss of stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s entire scs system was explanted. There was no abbott rep in attendance for the patient¿s surgery.